Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump would not confirm after putting a battery in. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: no defect was found. The are no power issues recorded in the black box or history. No power issue during investigation. Threads were intact no cracks or corrosion in the battery compartment and battery cap. All current readings were within specifications.